Manufacturer narrative:
(B)(4). Correction to investigation results previously submitted: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the reported device and a relevant finding was identified; however, it cannot be determined if it contributed to the probable cause as the reported issue could not be confirmed without the device returned for evaluation (a non-conformance was initiated for batch# 17c15e0037 to further investigate the dilator inner diameter blocked/constricted). Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "on the third attempt the wire guide had good progression, however the dilator was dented, and the catheter is not progressed from wire guide".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "on the third attempt, the wire guide had good progression, however the dilator was dented, and the catheter is not progressed from wire guide".

Event description:
The customer reports: "on the third attempt the wire guide had good progression, however the dilator was dented, and the catheter is not progressed from wire guide".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.